Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
The peritoneal dialysis pt reported a fluid leak inside the cassette compartment while removing the cassette to end treatment during dwell. The patient's effluent was clear. The patient was given one dose of vancomycin 1g prophylactically. The patient resumed treatment with manuals.